Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "2 permanent fold flaws in her implant". This record is for the left side. Device has been explanted and replaced. Implant has been returned to manufacturer.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed. None of the other observations performed during the device analysis (observed two openings) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii" and "2 permanent fold flaws in her implant".

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "2 permanent fold flaws in her implant". This record is for the left side. Device has been explanted and replaced.